Manufacturer narrative:
On 18 aug 2017, a philips field service engineer (fse) confirmed that the system had blown the high voltage converters. The fse visually checked the system and found multiple circuit breakers tripped, heavy odor of burnt electrical component in the area and flash over marks on the 2q converter. He replaced both converters and the associated cabling. This solved the issue. The logfile shows that there is a converter malfunction. All warnings are related to an over current. Because also flash over marks were detected on the converter, the most likely cause of the issue is an over current. The converter has a mechanism that notices the over current, and a resistor will blow. As a result x-ray is no longer available. The replacement rate for this converter is around 2% which is below the upper control limit of 9%. No further action will be taken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On 18 aug 2017, a philips field service engineer (fse) confirmed that the system had blown the high voltage converters. The fse visually checked the system and found multiple circuit breakers tripped, heavy odor of burnt electrical component in the area and flash over marks on the 2q converter. He replaced both converters and the associated cabling. This solved the issue. The logfile shows that there is a converter malfunction. All warnings are related to an over current. Because also flash over marks were detected on the converter, the most likely cause of the issue is an over current. The converter has a mechanism that notices the over current, and a resistor will blow. As a result x-ray is no longer available. The replacement rate for this converter is around 2% which is below the upper control limit of 9%. No further action will be taken submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that during a pre acquisition scan the user noticed that there was smoke in the equipment room. It was decided to remove the patient from the room. The patient was under general anesthesia and the procedure was rescheduled.